Event description:
Caller reports the stimulation was supposed to cover her spine and neuropathy, reports the neuropathy has been great. Caller reports she needs coverage today for her feet neuropathy pain. Group a: covers leg, thigh and down to ankle. Group b: covers thigh and hip. Group c: thigh and below the knee. Group d: thigh and leg. It was reported that after the patient turned on the stimulator the patient reported getting a ¿thump, thump, thump¿, instead of a steady pause. It was noted that the ¿thump¿ started the last couple weeks prior. It was reported that the patient did not know how to change settings. It was noted that the patient feels the ¿thump¿ when the implantable neurostimulator is turned up and the patient feels it all the way down the leg and almost to the feet. It was reported that the amplitude level was comfortable, but it was ¿thumping¿. It was noted that the patient thought the stimulation was ¿strong, strong, strong¿, but was able to decrease the stimulation. It was reported that the patient could not lay down with it on because of the ¿sudden jolt¿. Works great on legs, no effect on my spine.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).